Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On sept 13, 2007, the lay-user/patient contacted lifescan (lfs) alleging the one touch basic meter has a power issue (meter does not turn). The complaint is classified based on the documentation of the customer care advocate (cca). The patient encountered the issue 3 weeks ago and has not been able to use the meter since then. The patient takes 500 mg of metformin twice per day and 5 mg of glyburide once per day. Since the meter ceased to work, the patient has been taking her usual diabetes medication. At some point after the issue began, the patient developed symptoms of "frequent urination and tiredness." The patient denied requiring medical intervention due to the reported issue. During the troubleshooting session, the reported issue was not resolved with training. The patient changed the battery per the owner's manual. The battery contacts were in good condition. There was no meter trauma. This complaint is being reported because the patient alleged she developed symptoms suggestive of hyperglycemia after not being able to test her glucose for approx 3 weeks. Replacement products were sent to the patient.